Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years post implant of this 27 mm aortic bioprosthetic valve, it was explanted and replaced with a non-medtronic valve. The reason for the replacement was reported as aortic stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve stent posts exhibited a slight inward deflection. The sewing ring appeared damaged exposing the stent, likely occurring during explant procedure. All leaflets appeared to be in a closed position with a large gap between the non-coronary and right cusp. All leaflets were flexible except where calcification was present. The left cusp appeared stiff possibly associated with the calcification in the belly. Severe extrinsic calcification was noted on the inflow of the right cusp, appearing to have contributed to the deterioration of the leaflet. A rolled lunula was present on the free margin of the right cusp. Leaflet deterioration noted on the non-coronary cusp. The start of a dehiscence can be noted on the superior coaptive junction of the left right commissure. The right non-coronary commissure was completely dehisced, possibly due to separation of layers of the aortic wall behind the commissure. The sutures holding the aortic wall cannot be observed. The left non-coronary commissure appeared intact. Thick glistening off-white pannus covered the inflow base stitching extending to the inferior coaptive areas into the left and right cusps, up to approximately 7mm. Remnants of pannus partially covered the backs of the left right and right non-coronary stent posts. Extrinsic calcification was noted on the inflow and outflow of all leaflets. Radiography revealed extensive calcification on the leaflets and commissures. Conclusions: the analysis findings does not indicate a potential manufacturing issue. Based on the analysis, the cause of the aortic stenosis was most likely due to calcification and pannus with commissure dehiscence as a contributing factor. Calcification and pannus overgrowth are known failure modes and can be influenced by patient related factors. H3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.